Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During re-surgery, the doctor found it difficult to remove the screws. The time of the surgery was extended by 60 minutes. The doctor tried to remove screws without removing endcap in advance, which made the removal difficult. The screws were removed and the surgery was completed.